Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and a system error 2367 alarm with the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) stated that the unused final line clamp was open, but stated it is always open. The technical service representative (tsr) explained the alarms and that leaving the clamp open was how the air got into the cassette. The tsr had the hp cycle power twice to clear the alarms and then explained the hp would need to start over with new supplies the hp stated he would end therapy for the night. The tsr advised the hp to notify his nurse of the alarm and any missed therapy in the next 24 hours. The hp understood. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. The peritoneal dialysis (pd) nurse returned the call made by product surveillance regarding the reported event. The nurse stated she was not made aware of the alarm, but stated there were no adverse events as a result. The nurse stated the home patient was doing well on therapy.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.